Event description:
Post operative patient requested warming blanket. Staff covered patient with a warmer blanket attached to an arizant 750 warmer. Shortly after staff noticed a "hot" smell near the patient. The smell was quickly narrowed down to the 750 warmer and it was removed from use and biomed was called. On inspection the biomed found the molded power cord plug charred. The power cord was replaced and the unit tested ok.this is the second occurrence of this problem on units purchased last year. The other unit had cord issues ~3 months ago.

Event description:
Post operative patient requested warming blanket. Staff covered patient with a warmer blanket attached to an arizant 750 warmer. Shortly after staff noticed a "hot" smell near the patient. The smell was quickly narrowed down to the 750 warmer and it was removed from use and biomed was called. On inspection the biomed found the molded power cord plug charred. The power cord was replaced and the unit tested ok.this is the second occurrence of this problem on units purchased last year. The other unit had cord issues ~3 months ago.